Event description:
Kimberly-clark received a report stating, "the customer stated that they experienced metal shavings in the drape." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
A review of the device history record shows that manufacture of product lot did not involve equipment that could result in formation of metal shavings, and no issues were observed during the manufacturing process. The sample was not returned to kimberly-clark for analysis. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.